Manufacturer narrative:
(B)(4). Date of initial report: 02/11/2016. Date of follow-up report: 02/23/2016. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles. Testing also found a failure unrelated to the insulation damage. The electrode did not read the temperature properly. The solder joint at the tip of the thermocouple was broken. This is a manufacturing related failure. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that after connecting the electrode to the generator, it didn't work. The temperature didn't appear on the screen. Covidien's initial evaluation of the incident electrode found the insulation was damaged and the electrode failed hipot testing.